Event description:
The pt was implanted with a smooth saline mammary prosthesis on 5/6/98, subsequently the pt experienced an infection, inflammation/swelling and pain. The device was removed on 5/13/98.